Event description:
Tined lead stretched at proximal end when removing the percutaneous extension, allowing the common return pole (proximal) sleeve to slide. Per doctor, this was presumed to break the electrical connection.